Event description:
The customer reported to olympus, that after the repair and return of the 4k autoclavable camera head, an error code e221 displayed on the white balance and no image could be seen. The therapeutic total laparoscopic hysterectomy had a approximate 5 minute delay. The procedure was completed using a similar device. The patient was under general anesthesia when the event occurred. There was no reported health hazard, or injury associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿connecting to the camera control unit: make sure the video connector is dry, including electrical contacts and optical connections, and clean. Hold the video connector with up indicator facing up. Hold the camera control unit with your hand so that it does not move. Insert the video connector horizontally into the video connector receptacle on the camera control unit and press firmly until it clicks into place. Gently pull on the video connector to ensure that the lock is securely engaged.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.